Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one photo for investigation. The photo was visually evaluated and showed the customer¿s indicated failure mode of underfill. Additionally, a total of 100 retention samples were visually inspected with no visible defects. Functional testing was performed on 10 retention samples, and all tubes were within specification limits. Device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.